Event description:
Secondary set leaked chemotherapeutic agent from the vent closure site right at the start of infusion. Neither the patient nor the clinician prepping the infusion were harmed by the incident.

Manufacturer narrative:
The returned products were sent to the supplier of the component that was cited to be leaking. Results of the supplier's investigation will be provided in a follow up MDR.